Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the nozzle of the insufflation channel was clogged by dark rubbery material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h3, h6. When the foreign material was identified, olympus requested additional information regarding the customer's reprocessing practices. The local olympus site reported the customer was trained to clean, disinfect, and sterilize the device in accordance with device instructions. No additional details were provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. There was no physical damage where the foreign material was found. Based on the customer feedback received, it could not be confirmed whether the device was reprocessed in accordance with the device instructions. Olympus will continue to monitor field performance for this device.